Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded noise on the right ventricular (rv) channel during a declared episode of pacemaker mediated tachycardia (pmt), and there were concerns of oversensing. Additionally, the device recorded out of range intrinsic rv amplitudes. Technical services (ts) reviewed the episode data and agreed that the noise had been oversensed, resulting in pacing inhibition. Further patient evaluation was recommended to determine if the cause of the noise might be myopotential. Subsequent patient testing noted that plyometrics and breathing produced small levels of noise which were not oversensed. Ts further recommended defibrillator threshold testing be performed, and provided recommendations for device reprogramming or further monitoring. Further information indicated that the physician chose to continue to monitor the patient. This lead remains in service. No adverse patient effects were reported.